Event description:
It was reported that urine was not flowing after the placement of foley catheter. Upon removal, it was found that the eyelet was not opened. Per follow-up information received via ibc on 28oct2021, stated that the eyelets were not opened before the placement of catheter. As per the photo sample received, there was a white bump on the drainage funnel.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed manufacturing related. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not required as the reported event was confirmed manufacturing related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that urine was not flowing after the placement of foley catheter. Upon removal, it was found that the eyelet was not opened. Per follow-up information received via ibc on (B)(6)2021, stated that the eyelets were not opened before the placement of catheter. As per the photo sample received, there was a white bump on the drainage funnel.